Manufacturer narrative:
Concomitant medical products: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an external device. The rep reported the patient (pt) called yesterday to report getting rm03 error over the weekend while recharging. They reset the controller and were able to continue to recharge the implant. Technical services reviewed possible causes of rm03 error and told rep that pt should call patient services if the message is chronic. No symptoms were reported. Information was received on 2021-mar-01 from a manufacturer's representative (rep) via a patient regarding an external device. Device is not with caller. The reason for call was caller states patient is reporting that when they recharge, rm03 will be present after about 45 minutes. Patient will then wait and try again later and recharging will be successful. Troubleshooting was unable to be performed patient did not bring recharger. When asked if recharger gets hot, patient states yes. Information was received from a manufacturer's representative (rep) via a patient regarding an external device. Device is not with caller. The reason for call was caller states patient is reporting that when they recharge, rm03 will be present after about 45 minutes. Patient will then wait and try again later and recharging will be successful. Troubleshooting was unable to be performed patient did not bring recharger. When asked if recharger gets hot, patient states yes. Additional information was received from the patient (pt) on 2021-mar-02. The patient stated the rm03 message will pop up about 45 minutes or so into the charging session. Pt will reset the controller and will be able to continue charging for a bit longer before it occurs again. No symptoms reported. A replacement rtm was sent to the patient.